Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach toothbrush for dental cleaning (lot number 2136, expiration date unspecified, route: dental). After an unspecified duration, the tooth brush snapped in half near the place where the thumb sits. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received (B)(4) 2012: the complaint sample was received (B)(4) 2012 and the lot number information was updated from 2136 to 3499sg m3. A family trend analysis was conducted for this complaint. A review of the complaint data associated with this complaint category did not identify an adverse trend for this lot and product family. There were no prior "breaks/falls apart with use". This report remains reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The product lot number was updated from 3499sg m3 to 3499sg. This report remains reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2012, from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach toothbrush for dental cleaning (lot number 2136, expiration date unspecified, route: dental). After an unspecified duration, the tooth brush snapped in half near the place where the thumb sits. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received (B)(4) 2012: the complaint sample was received (B)(4) 2012 and the lot number information was updated from 2136 to 3499sg m3. A family trend analysis was conducted for this complaint. A review of the complaint data associated with this complaint category did not identify an adverse trend for this lot and product family. There were no prior "breaks/falls apart with use" this report remains reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The product lot number was updated from 3499sg m3 to 3499sg. This report remains reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Based on quality investigations and investigation by the product manufacturer, no quality related issues were identified which would have resulted in this complaint. All product batches met in-process and final release specifications prior to distribution. This report remains reportable malfunction case in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach ultraclean toothbrush). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (reach ultraclean toothbrush). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (reach ultraclean toothbrush). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) for a device product that is considered same/similar to a us marketed device (reach ultraclean toothbrush). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach toothbrush for dental cleaning (lot number 2136, expiration date unspecified, route: dental). After an unspecified duration, the tooth brush snapped in half near the place where the thumb sits. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received (B)(4) 2012: the complaint sample was received (B)(4) 2012 and the lot number information was updated from 2136 to 3499sg m3. A family trend analysis was conducted for this complaint. A review of the complaint data associated with this complaint category did not identify an adverse trend for this lot and product family. There were no prior "breaks/falls apart with use" this report remains reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a consumer (age and gender unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using reach toothbrush for dental cleaning (lot number 2136, expiration date unspecified, route: dental). After an unspecified duration, the tooth brush snapped in half near the place where the thumb sits. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.